Manufacturer narrative:
The device history record review confirmed that the device met specifications when released. The reported patient thrombosis was unable to be confirmed; however, thrombosis is a known risk associated with such procedures and noted as such in the dfu. Therefore, a root cause of anticipated procedural complications has been assigned to the event. The device was returned for analysis and the coil delivery wire and coil proximal contact were noted to be kinked. The coil became jammed in the microcatheter during functional testing. Dried procedural fluids were noted on and within the returned devices, likely causing the coil to become jammed in the microcatheter during functional testing. Additional information indicated that a microcatheter with internal diameter 0.022" was used to advance the coil during the clinical procedure. The device directions for use (dfu) lists compatible microcatheters and their sizes, the largest compatible microcatheter listed as having an internal diameter of 0.019". It is probable that the larger internal diameter of the microcatheter used caused the reported friction and the coil to become tangled in the microcatheter. The observed delivery wire kink and proximal contact kink are believed to be related to the handling of the device.

Event description:
Severe resistance was encountered while the first coil and then the second coil (subject device) were advancing through the microcatheter. Both main coils were snaking inside the microcatheter. The physician stated that it might a clot may have formed inside the microcatheter because it took long time to place coils. Both coils and the microcatheter were removed and there was no clinical consequence to the patient due to the reported possibility of the clot formation.

Event description:
Severe resistance was encountered while the first coil and then the second coil (subject device) were advancing through the microcatheter. Both main coils were snaking inside the microcatheter. The physician stated that it might a clot may have formed inside the microcatheter because it took long time to place coils. Both coils and the microcatheter were removed and there was no clinical consequence to the patient due to the reported possibility of the clot formation.